Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to the emergency room due to diabetic ketoacidosis on (B)(6) 2018 with a high blood glucose level of 377 mg/dl. The customer¿s blood glucose levels were 200 mg/dl, 270 mg/dl, 278 mg/dl. The customer reported that the had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus and manual injections for high blood glucose level. The customer did not mention any symptoms related to high blood sugar. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin pump was not on auto mode yet. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.